Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal root repair, the suture trap of a firstpass mini came off. The issue was noted when the surgeon went to make a third pass. The trap was unable to be located, but x-rays were taken and it was not left inside the patient. Surgery was completed with a back-up device, instead. There was a delay greater than 30 minutes, and no further complications were reported. Patient's status is healthy.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The suture capture has been disconnected from the upper jaw and was not returned. The barrel tube is bent. Bio debris is present. A functional evaluation was performed on the returned device and found that pulling the lever will close and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors, that can contribute to the complaint event, include an application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.